Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿nurse heard beeping noise in patients room and smelled smoke when entering the room. The alaris pump was beeping and had an error message on the screen. The rn was unable to turn the pump off via the controls so it was unplugged from the wall. There was burn damage noted between the pump pc unit and channel. The nurse reported that she was unaware of what may have caused the issue. Biomed and safety noted their to be dried material on the top of the pump and channel as though infusing fluid may have spilled on the device. Nurse reported that lactated ringers solution was infusing at the time. Biomed and safety believe that fluid may have penetrated the connection between pc unit and channel and raised resistance in the connection causing heat to build up to the point where the unit began to smolder." An incomplete date of event of (B)(6) 2018 was provided. The customer reported that the patient visualized the devices smoking and notified the nurse. There was no patient harm.

Manufacturer narrative:
The customer¿s report of thermal activity between the pcu and the pump module was confirmed. Physical inspection of the device showed thermal damage to the iui connectors and the rear cases of the pcu and the module. There were no other anomalies observed. Review of the pcu error log showed error codes recorded on 05/sep/2018 which are indicative of thermal activity with interfaced iui connections. The pump module was actively performing a primary infusion of a remote IV order for an unspecified fluid at the rate of 100ml/hr. The data set was not provided; therefore the fluid infusing could not be identified. Resistance testing of the thermally damaged iui connectors showed that the right iui connector from the pump module was shorted between pins 13 and 14. The right iui connector was the original installed during manufacturing and was over 10 years old. The root cause was not identified; however, the customer did report a spill of fluid on the devices, which could be a factor, and provided evidence of the fluid spill via pictures.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿nurse heard beeping noise in patients room and smelled smoke when entering the room. The alaris pump was beeping and had an error message on the screen. The rn was unable to turn the pump off via the controls so it was unplugged from the wall. There was burn damage noted between the pump pc unit and channel. The nurse reported that she was unaware of what may have caused the issue. Biomed and safety noted their to be dried material on the top of the pump and channel as though infusing fluid may have spilled on the device. Nurse reported that lactated ringers solution was infusing at the time. Biomed and safety believe that fluid may have penetrated the connection between pc unit and channel and raised resistance in the connection causing heat to build up to the point where the unit began to smolder." An incomplete date of event of sep-2018 was provided. The customer reported that the patient visualized the devices smoking and notified the nurse. There was no patient harm.